Event description:
On (B)(6)/2009, pt's wife reported that at some point last week they found a bubble in the pt's infusion tubing. She stated they called the trainer and advised them on how to remove the air bubble. Wife reported she does not recall any add'l details. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.